Event description:
On (B)(6) 2013, the reporter contacted animas, alleging their pump had completely powered off and upon inspection of the pump, discovered that there was moisture behind the screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12/30/2013 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the device history indicated multiple pump reboots. Moisture was observed behind the display lens. The pump was powered on and the display screen was blank. A crack was observed in the pump casing, and a leak test confirmed a leak at the crack. The pump case was opened and damage due to moisture was found on the printed circuit board.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.